Event description:
It was reported that the pump, out of the box, showed force at zero (out-of-specifications) with -1.06 pounds. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4) , as a result of warning letter cms#(B)(4) . There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition; there were cracks on left plunger case screw boss. Event history log (ehl) showed force sensor test error. Power up process was performed and the reported problem was not duplicated; the force reading was within the required specifications. The root cause of the issue could not be determined. No action / repair was done to the pump.